Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed as provided radiographs confirm that the screws used to implant the baseplate had fractured as well as lucency. Medical records/radiographs identified the following: overall fit and alignment of the implants is appropriate on the initial images. Fractured glenoid screws and significant osteopenia and lucency along the inferior glenoid on the follow-up images could indicate osteolysis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was a removal of implants when there was screw breakage and baseplate pullout. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 110032430, comp aug mini bsplt w tpr lg, lot # unknown. Catalog #: 115316, comp rvrs shldr glnsp +6 36mm, lot # unknown. Report source: france. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00462, 0001825034-2023-00463 unknown if product will be returned.